Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion below the knee in the anterior tibial artery that was moderately calcified. The hi-torque command 14 guide wire was inserted around the ankle joint from the anterior tibial artery via a 22 gauge needle, and a non-abbott catheter was inserted. Both devices advanced to retrograde, but then became stuck so they were removed. After removing the ht command 14 from the anatomy, it was confirmed outside the patient that the polymer sleeve had peeled. It is unknown if any peeled coating was left in the anatomy. There was no reported clinically significant delay in the procedure and no adverse patient effect caused by the device. The patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported peeled polymer was able to be confirmed. The reported difficult to position and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.